Event description:
Event description boston scientific received information that this patient was undergoing a procedure in which an electric scapel was used. It was reported that prior to this procedure, this patient's pacemaker could not be interrogated with two programmers. Magnet application produced an appropriate magnet rate of 100ppm. The following day, interrogation was still unsuccessful despite utilizing a different programmer. The patient had not been exposed to radiation therapy or an MRI. A boston scientific technical services consultant discussed the issues, recommended troubleshooting and recommended replacement if interrogation is still unsuccessful. The inability to interrogate was observed again at the patient's most recent follow-up and therefore, the device was explanted. A new device was implanted without further incident.